Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an upper endoscopy procedure. According to the complainant, during the procedure, the resolution clip device would not advance out of the sheath. The device was removed from the scope and it was noted that the clip had detached inside the sheath. The procedure was completed with another resolution clip device. There has been no report of complications or injury to the patient, as a result of this event. Patient's condition post procedure was reported to be fine.

Manufacturer narrative:
The suspect device has been received; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.